Event description:
It was reported that the insulin pump alarmed button error and the customer was unable to clear it. Customer stated that they wear the insulin pump against skin and it may have been exposed to sweat. Customer's current blood glucose reading is 63 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.